Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. The customer disconnected the tubing from the cartridge and performed fill tubing again; no insulin drops were observed exiting the cartridge. The customer changed the cartridge and was able to successfully perform the load process and resume insulin therapy. Customer's blood glucose was 109 mg/dl.